Manufacturer narrative:
A sample is available for evaluation. A hole was in the gate of the tube and blood leaked. Bdj received an actual used sample and confirmed the defective molding of the tube. The gate looks to have a burr and hole. Bdj also confirmed air leakage from the gate of the tube. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that blood leaked from a bd vacutainer® brand sst ii tubes containing silica and gel 8.5ml after use. No injury or medical intervention.

Manufacturer narrative:
Investigation summary: bd received a sample from the customer facility for investigation. The customer sample was evaluated and a hole in the gate of the tube was observed. A review of the device history record was completed for the incident lot number and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance during manufacturing of the product. Investigation conclusion: based on the investigation, a root cause could not be determined. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd pas business team regularly reviews the collected data for identification of emerging trends.